Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s22 ultra / 2.8 / android 16.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.